Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Plastic particle coming from the handpiece into the eye. No patient impact.

Manufacturer narrative:
One particle was returned in a plastic specimen cup. The pack assembly was not returned. The particle is approximately 1 mm wide by 1.5 mm long. It is off-white or cream colored. It is hard to the touch and is similar in appearance to plastic. The analyses indicates that the particle consists primarily of saline residue and polycarbonate. Lesser concentrations of sulfur, potassium, phosphorus, silicon, and oxygen were also detected. This is consistent with mineral deposits.